Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the ineffective treatment was due to an incorrect patient circuit set up setting. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient using an astral device had an oxygen desaturation due to ineffective treatment being delivered. There was no patient injury reported as a result of this incident.